Event description:
It was reported that the upon attempt to review an electrogram (egm) episode from the subcutaneous implantable cardioverter defibrillator (s-ICD) on the programmer from a year earlier a screen appeared indicating the system detected a condition which requires a programmer reset. The issue occurred again with the same programmer and with a different programmer. Boston scientific technical services (ts) was contacted and discussed it could be due to difficulty interpreting the episode summary table. Files were collected from the programmer and it was determined the episode type was not valid and occurred due to a memory inconsistency in the active device firmware leading to an inability to collect diagnostic data from a programmer. A remote interrogation was performed using a remote home monitor. The interrogation and transmission via the remote home monitor of egms was successful. Ts noted that therapy should not be affected by this observation and the remote home monitoring system would need to be used as a means to manage the patient and review of future episodes.